Manufacturer narrative:
A1 - patient identifier: (B)(6) (2 samples of the same patient) all available patient information was included. Additional patient details are not available. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot did not identify an increase in complaint activity related to the complaint issue. Ticket trending review did not identify any related trends. A review of historical performance of the architect ca 19-9xr reagent lot 59928fp00 using worldwide data from customers in the field. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 59928fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 59928fp00. The device history record review was performed on lot 59928fp00 and did not identify any related potential non-conformances, non-conformances, or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect ca 19-9xr reagent lot 59928fp00 was identified.

Event description:
The customer reported a falsely elevated architect ca 19-9xr result generated on the architect i2000sr analyzer for one patient with no known medical history available. The following results were provided (customer¿s normal range: 0-37 u/ml) 1st sample tube (sid (B)(6) generated an initial result of 154.08 u/ml rerun of the same tube generated a result of 2.40 u/ml 2nd sample tube was run and generated a result of 2.16 u/ml 3rd sample tube (sid (B)(6) was run and generated a result of 2.83 u/ml reran another tube from the other day and generated a result of 2.31 u/ml there was no impact to patient management reported.

Manufacturer narrative:
Additional information provided: this report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 02k91-33.

Event description:
The customer reported a falsely elevated architect ca 19-9xr result generated on the architect i2000sr analyzer for one patient with no known medical history available. The following results were provided (customer¿s normal range: 0-37 u/ml) 1st sample tube (sid (B)(6)) generated an initial result of 154.08 u/ml. Rerun of the same tube generated a result of 2.40 u/ml. 2nd sample tube was run and generated a result of 2.16 u/ml. 3rd sample tube (sid (B)(6)) was run and generated a result of 2.83 u/ml. Reran another tube from the other day and generated a result of 2.31 u/ml. There was no impact to patient management reported.